Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a crack in the barrel, noticed before use. Lot #'s 1805355 and 1805360 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: there is a crack in a syringe. Syringe was not filled with any fluid.

Manufacturer narrative:
Investigation: it has been received 1 used sample of 50ll and 1 picture for investigation. Upon visual inspection of this sample and the picture received it can be observed the barrel has a crack. Since sample is from bulk format we cannot confirm which lot this sample belongs to. A device history review was performed for reported lot 1805360 and 1805355, finding no non-conformances during production of lot 1805360 and one annotation related to the alleged defect for lot 1805355. During the marking process of this batch, a malfunction was detected with the barrel feeding wheel that resulted in damage to the barrel. The mechanical team repaired the failure and impacted units were scrapped. While it is possible the instance you reported is related to this issue, we cannot confirm the lot of the used sample, therefore, we are not able to fully verify the root cause is related.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805355; medical device expiration date: 2023-04-30; device manufacture date: 2018-05-14; medical device lot #: 1805360; medical device expiration date: 2023-04-30; device manufacture date: 2018-05-21. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had a crack in the barrel, noticed before use. Lot #'s 1805355 and 1805360 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: there is a crack in a syringe. Syringe was not filled with any fluid.